Event description:
There were no issues noted during prep/inspection prior to use. The lesion was pre-dilated.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (tortuous and calcified lesion/vessel). Conclusions: device failure/lack of effectiveness related to patient condition (tortuous and calcified lesion/vessel). (B)(4).

Event description:
The physician attempted to deliver a 4.0 mm length x 15 mm diameter integrity rapid exchange (rx) bare metal stent through a tortuous graft. The stent could not cross the lesion and stent damage occurred when the physician attempted to remove the device. A second attempt was made to deliver a 3.5 x 12 mm integrity rx stent, however this also could not cross and was removed from the patient. The physician indicated that the calcium present in the graft at a bend proximal to the lesion may have been a contributing factor to the event. The target lesion was successfully treated using a 3.0 mm integrity rx stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal segment was raised and deformed.